Event description:
On 04/17/2026, it was reported by christine dindia from daybreak that the button and the band of a daybreak device broke in the middle of the night. The patient received the device on (B)(6) 2025 and stopped using the device on 04/01/2026. There was no harm caused to the patient. No outside clinical evaluation was sought.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #:(B)(4).